Manufacturer narrative:
(B)(4). The field service specialist (fss) visited customer site and verified the screen was black, that the system was switched on, but from the screen appeared to be off. Fss replaced the advantech board and power supply. Fss performed the field service checklist, which the system passed all functional tests and it was found to meet amo specifications. A document labeling, trending and risk documentation reviews for this equipment were performed. The trend review shows that there is not a recognizable adverse trend. The risks and mitigations associated with the received complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. The operator manuals for the signature equipment was reviewed and determined to include adequate warnings for medical complications. All pertinent information available to abbott medical optics has been submitted.

Event description:
The customer reported black screen occurred with the whitestar signature system. The issue happen between two surgeries and there was no patient involvement. It was reported that no treatment were cancelled and the customer had four (4) or five (5) minutes delay to start up the backup system present in the surgery room.